Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device lot number 00002028, and no internal action related to the complaint was found during the review. Based on the mre, the h4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Date of event: the exact date of event is unknown. Therefore, this field was populated with (B)(6) 2022. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve leak issue occurred. After the puncture of the femoral vein, and placement of the vizigo¿ sheath, a reflux of blood was seen through the valve of the vizigo¿. The physician replaced the sheath with a new product and the procedure was completed successfully. The replacement was done without complications. There were no patient consequences. There was no physical damage to the valve/hub. The valve was not broken; however, it was leaky. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised. The hemostatic valve leak issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve leak issue occurred. After the puncture of the femoral vein, and placement of the vizigo¿ sheath, a reflux of blood was seen through the valve of the vizigo¿. The physician replaced the sheath with a new product and the procedure was completed successfully. The replacement was done without complications. There were no patient consequences. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, microscopic examination, and magnetic sensor functionality of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The device was connected to the carto3 system and it was not displayed on the screen due to an open circuit on the tip area. A failure analysis was performed, and the electrical wires were found broken on the tip area, causing the improper electrical signal. A device history review was performed for the finished device 00002028 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The dislodgment of the valve could be related to the issue reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / / component code: valve(s) (g04135) were selected as related to the hemostatic valve that was dislodged inside of hub component. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the electrical wires that were found broken on the tip area. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).